Event description:
A complaint was received by a medwatch regarding a microbore extension set, 6 inch, clave connector, prepierced t-site that experienced leakage during patient use. There was no reported patient harm. It was reported that when they started new IV site on infant 1 hour prior to event. Within the hour, the IV hub was leaking. The IV insertion site was intact, but the fluids were leaking around the hub. IV was redressed and flushed with new IV hub and issue did not happen again.

Manufacturer narrative:
Investigation summary: no product samples, pictures, or videos were received for investigation. The complaint cannot be replicated or confirmed. The lot history was reviewed and no nonconformities were identified that may have contributed to the reported complaint.